Event description:
The customer states that he is getting a motor error and when they attempted to rewind the pump he received an another alarm. Their patient's blood glucose level was 89 mg/dl. The customer also stated that the drive support cap was protruded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. A cracked case, scratched lcd window and cracked reservoir tube lip noted.